Manufacturer narrative:
The hillrom technician found the up button was sticking on the left patient control board and it needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance (pm). Pm will minimize downtime due to excessive wear. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left patient control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the foot of the bed would raise on its own upon plugging in the bed (self run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).